Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced a magnet dislodgement and a loss of connection to the internal device subsequent to sustaining a head trauma in (B)(6) 2018. Reprogramming attempts were made; however, the issue could not be resolved. It was also reported that the patient experienced migration of the electrode array. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on january 14, 2019. (B)(4).